Manufacturer narrative:
During the lab investigation of the device, the service center visually inspected the device and found evidence of foam particles. In box d product UDI number corrected/updated. In box h evaluation method code grid, evaluation results code grid, component code grid and type of reported complaint codes are corrected/updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged device recalled in 2021 due to faults and patient was diagnoses with ipf (idiopathic pulmonary fibrosis in march 2021 patient was unaware of the recall in 2021 as he was not made aware of same by his supplier air liquid. There was report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.